Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.50/2.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Low vault with rotation was observed. The lens remains implanted. Cause of the event is reported as unknown. Reporter indicated on (B)(6) 2019 that a lens removal and exchange are planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.